Event description:
It was reported that the implantable cardioverter defibrillator (ICD) showed ventricular noise. The physician induced ventricular tachycardia (vt) and the device shocked the patient into sinus rhythm and showed oversensing after the shock, and was subsequently shocked five more times until the the device was programmed off. A different lead was placed, but the oversensing continued with the device. The ICD was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned, analyzed, and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Beginning (B)(6) 2015, ventricle sensing integrity counts up to 1743; ventricular tachycardia-non-sustained episodes with evidence of lead noise oversensing. (B)(4).